Event description:
The customer reported that the primary cpu for the central pt monitoring system failed and that the backup cpu failed about two hours later. Centralized pt monitoring was unavailable for about three and one-half hours until the backup cpu was successfully restarted. No pts were adversely affected as a consequence of this product problem. Note 1 : additional info for the pt identifier shown in block a was not available.